Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 635 mg/dl. Prior to the event, the customer experienced multiple no delivery alarms and bent cannulas. Nothing further was reported.